Manufacturer narrative:
The affected pcb sensor and log files were available for the investigation. The log entries show that on (B)(6) 2017 at 4:12 the technical failure "sensor: s5 calibration error" was logged. Hardware analysis of the pcb sensor confirmed that the sensor s5 was damaged and could not be calibrated. The device reacted as specified for the malfunction. During the device check this malfunction will be detected and results in the error ¿offset az-valve out of range.¿ in case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use.

Event description:
It was reported that the device posted a technical failure and stopped ventilation while in use. The spo2 value of the patient temporarily decreased. No injury has been reported.